Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the port of catheter was cracked. The catheter was used for half a year. The catheter was pulled and replaced with a new one. The pt is in good condition now.

Manufacturer narrative:
.

Event description:
The sample consisted of half catheter assembled permcath, one blue adapter and one red adapter. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are no non-conformance reports related to the reported issue. The manufacturing lot number associated with this complaint was 350267. The DHR review indicated that there was no quality issues associated with this defect mode.over tightening catheter connections can crack the adapters. The event description states that when crack was discovered, the catheter was in use for half year. Most likely, based on the available information, the device could have been damaged during that time. While the labeling provides an appropriate warning, labeling cannot prevent a clinicians failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to manufacturers instructions for use. This defect was confirmed per received sample. The inspection showed a crack in the side of the blue adapter on the thread section while the red adapter was in good conditions. Based on the available information, the most probable root cause could be considered as misuse due to adapter over tightening, therefore this failure is not manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapter inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.